Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 83 year old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of diabetes mellitus. Concerns were raised regarding device position, and the physician advanced the pump an additional 5 cm. The patient subsequently developed thrombocytopenia requiring platelet transfusion and atrial fibrillation, which was treated with amiodarone. Care continued in the ICU. The team was unable to increase the p level above p5 without suction. A bedside echocardiogram was performed to assess for right heart function and device position and showed the impella in an acceptable position. After ultrafiltration was increased to 450 ml/hr the previous day, suction alarms developed. Echocardiography was requested, and physician repositioned the impella from 92 cm to 97 cm, noting that it appeared slightly shallow. There was later concern that the device may now be deep, and the team awaited repeat echocardiographic confirmation. No position related alarms were noted; however, the patient¿s platelet count continued to decline, and clots were observed in the minimal urine output (50 ml over 16 hours). Vasoactive infusions included vasopressin at 0.03 units/min and titrated doses of epinephrine and norepinephrine at 0.3 and 0.2 mcg/kg/min, respectively. Argatroban was initiated. Platelets had fallen into the 40s overnight, and transfusion was in progress. The patient experienced atrial fibrillation with rapid ventricular response and was treated with amiodarone. The reported thrombocytopenia and paroxysmal atrial fibrillation are consistent with the patient¿s critical illness, anticoagulation requirements, and hemodynamic instability. The low pump flow had no impact on patient's hemodynamics.

Manufacturer narrative:
Section d1 brand name corrected. H6 medical device problem code was updated.

Manufacturer narrative:
D4: corrected the UDI

Manufacturer narrative:
Additional information received for d6 explant. Section d4 serial number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted and the patient survived.